Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not deliver biphasic pulse within spec) was confirmed. The trunk cable was defective. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor returned a belt and reported it does not deliver biphasic pulse within spec